Manufacturer narrative:
Additional information and images were requested. According to the site, additional information will be available after september 29, 2016 and will be provided as soon as possible.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Further information and images were requested.

Event description:
The patient referenced in this event file is enrolled in a post market prospective observational cohort registry designed to obtain data on device performance and clinical outcomes of patients treated with gore endovascular aortic products through the global registry for endovascular aortic treatment (great). Medidata rave® is the clinical study database (csd), capturing the data through the grt 10-11 module. On (B)(6) 2016, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis to treat a type b uncomplicated aortic dissection. The patient tolerated the procedure and discharged from the hospital on (B)(6) 2016. On (B)(6) 2016, the patient experienced a type a aortic dissection and underwent treatment in another hospital (unknown). Reportedly, the cause of the type a dissection was presumed to be due to disease progression and unrelated to the type b dissection. Details of the treatment this day are unknown, however further treatment for the type a dissection is being planned. The patient is reported to be doing fine.

Manufacturer narrative:
Refer to field for the results of the imaging evaluation. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), potential device or procedure related adverse events include reoperation.

Event description:
On (B)(6) 2016, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis to treat a type b uncomplicated aortic dissection. The device was implanted in zone 3 of the descending thoracic aorta. The patient tolerated the procedure and discharged from the hospital on (B)(6) 2016. On (B)(6) 2016, the patient experienced a type a aortic dissection and underwent treatment in another hospital ((B)(6)). Reportedly, the cause of the type a dissection was presumed to be due to the disease progression and unrelated to the type b dissection repair. On (B)(6) 2016, the patient underwent a supra coronary ascending aortic replacement (scar) with a total replacement of the aortic arch. On (B)(6) 2016, the patient was transferred to (B)(6) hospital ((B)(6)). The patient is reported to be doing fine and on (B)(6) 2016, discharged from the hospital.